Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing fail occurred on (B)(6) 2022 for transmitter with serial number (B)(4).. However, transmitter with serial number (B)(4). Was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and pairing fail was found for serial number (B)(4). Within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The reported event of pairing fail is reportable based on the indication of a transmitter pairing failure. No injury or medical intervention was reported.